Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One certain® titanium large hexed screw (ilrght) was returned for investigation. Visual inspection of the as returned product identified fracture. No pre-existing conditions were noted on the per. The reported devices location and usage length are unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019 information identified: 'warnings' 'precautions' 'potential adverse events' DHR review was completed for the subject lot number (1198587). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1198587) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown/not provided. Weight unknown/not provided. PMA/510(k) number: k072642.

Event description:
It was reported that screw fracture due to biomechanical tension. Screw was completely removed.